Event description:
Info received states that a pt apparently had an advance sling implanted. "It didn't work" and he went to have it removed but, dr could not find it. Pt has had numerous infections. Ams requested additional info, but was not able to obtain.